Event description:
End user reported that while an examination was being performed on a patient, the floor mount light was being repositioned. During respositioning, the lamp swung around and struck patient in the eye. The mechanical stop was said to have failed. User stated that event was re-enacted in 2002 and concluded that firm buy not excessive force caused overcoming of the mechanical stop.